Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD could not be interrogated through radio frequency or inductive telemetry. Programming changes were recommended but not performed. The patient condition is unknown.